Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11-sep-2018 with the following findings: during investigation, the battery compartment was cracked below and above the grip pad. Moisture was found on the display, on all circuit boards, and in the battery compartment, with a leak in the battery compartment.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (cloudy with moisture) issue. It was alleged the display was cloudy with moisture behind it. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.